Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10 mm amplatzer atrial septal occluder was selected for implant. During deployment of the device, the left atrial disc assumed a cobra deformation. The device was re-sheathed and repositioned, but the deformation recurred. When the device was removed from the patient, it did not conform to its original shape. The physician successfully implanted another 11 mm asd device. The was no adverse consequences to the patient.

Manufacturer narrative:
Additional information sections: h2, h6, h10. The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.